Event description:
The customer reported that the battery will not hold a charge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery will not hold a charge. There was no report of pt involvement. The battery was evaluated at philips and the battery disabled the ac power module. The device could not power up on ac or battery power with this battery inserted. The customer was sent a new battery which resolved the failure.